Event description:
The caller reported that a bolus of 12.3 units was programmed, but the isulin pump stopped delivering after 0.3 units. The caller confirmed that the customer was in the hospital due to high blood glucose levels, but she did not want to provide further information. The caller stated that she was going to change the infusion set, and then hung up. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.